Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017; 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the first lead was positioned but there were high thresholds and the patient experienced diaphragmatic stimulation. The physician attempted to withdraw the lead from the body but was unable to do so. The physician then capped the lead and attempted to place two other leads, both of which were unable to capture at the locations attempted. Both of those leads were not used, and the attempt to implant a left ventricular (lv) lead was abandoned. No further patient complications have been reported as a result of this event.